Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to have damage to the insulation approximately 30 centimeters (cm) from the terminal pin. Based on the analysis results, we suspect that the insulation damage was consistent with damage related to clavicular crush/first rib entrapment. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this device and right ventricular defibrillation lead exhibited noise and oversensing that resulted in less than 2 seconds of pacing inhibition. Tachycardia therapy was programmed off and a device and lead replacement procedure was planned. An invasive procedure was performed two months later. The device and lead were explanted and replaced. No additional adverse patient effects were reported.